Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the patient was getting good therapy and the issue had been resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient was having their ins replaced due to normal battery depletion. The caller stated they checked the patient's impedances using the tablet and saw c6-xxx and 76-xxx. The caller stated the patient had good therapy. The patient was programmed on c+1= and c+5-. Caller stated they were going to check impedances with and then call back if they needed further assistance. The caller called back and stated the rep was getting xxx on the tablet. When they used the 8840 the impedances showed 6 and 7 are greater than 40k. It was discussed possible connection issue at the pocket adaptor site. The patient was getting good therapy with c & 1 on the left and c & 5 on the right. The rep wanted to know if not doing anything about it today would be okay. It was discussed whether it was a new issue or had been known in the past, and the rep didn't know. It was noted that not addressing it today would mean missing an opportunity address the issue while the patient was open. There were no further complications reported.